Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported separation of the driveline bend relief from the metal connector could not conclusively be determined through this evaluation. The patient remains ongoing on heartmate ii lvas. No product is available for investigation. The heartmate ii lvas patient handbook is currently available. Section 4 of this handbook contains information on ¿caring for the driveline.¿ however, all hmii lvad drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. The heartmate ii lvas IFU is currently available. Section 6-13 of this IFU discusses damage due to wear and fatigue of the driveline. The patient handbook and IFU also caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 23may2017. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the silastic had separated from the metal connector of the driveline and a clamshell repair was needed. The clamshell was successfully completed on (B)(6) 2020 with no issues.